Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03233. It was reported the patients leads had migrated due to the ipg flipping (related manufacturer reference number: 3006705815-2021-03234). It was noted the patient lost effective therapy and high impedances were observed. Surgical intervention took place in which the leads were explanted and replaced. Therapy was restored.